Event description:
Patient called to report right side deflation and "both rippling and losing integrity". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Void on valve texture side assessed as a workmanship.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b ,g.2 , h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is "both rippling and losing integrity".

Event description:
Patient called to report right side deflation and "both rippling and losing integrity". Device remains implanted.